Event description:
It was reported that a novalung console displayed errors 206 and 208 during a patient¿s extracorporeal membrane oxygenation (ECMO) therapy. Flow measurement was no longer possible when this occurred. The alarms occurred for a few hours and then did not return; therapy was able to be continued. The alarms were confirmed to be related to a CAPA that was opened for flow measurement issues. There were no visual defects noted with the console, the flow sensor, the sensor box, or any of the connected cables. There was no patient injury, no adverse effects were experienced, and no medical intervention was required due to the reported alarms. Additionally, it was confirmed there was no patient blood loss. The sensor box from the console was expected to be returned for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d9, h3. Plant investigation: a sensor box was returned to the manufacturer for evaluation. The examined sensor box was equipped with the cable d500-0187cb, with gold contacts for connection to the p102 connector of the digiflow mini board. Due to repairs made after the fault occurred but before the investigation was performed, the fault could not be reproduced. The problem can be understood from the available information and the machine files do not contain any information about the cause of the problem. The described situation is adequately addressed in the instructions for use (IFU). If alarm 208 is continuously occurring, the IFU provides instructions to replace the machine. Investigation of similar complaints revealed that the console alarms were due to an interruption in communication between the flow sensor and the sensor box. This is most likely due to a fault in the power supply to a circuit board within the sensor box. An increased contact resistance, either at connector p102 of the ¿digiflow mini1¿ board or at connector x11 of the function controller (fuco) board might have caused an insufficient voltage supply of the ¿digiflow mini1¿ board. A review of the device history record (DHR) was performed. No non-conformities were observed during the manufacturing process. Since the failure could not be reproduced, a definitive cause of the described problem could not be determined. A CAPA was opened to address this issue.

Event description:
It was reported that a novalung console displayed errors 206 and 208 during a patient¿s extracorporeal membrane oxygenation (ECMO) therapy. Flow measurement was no longer possible when this occurred. The alarms occurred for a few hours and then did not return; therapy was able to be continued. The alarms were confirmed to be related to a CAPA that was opened for flow measurement issues. There were no visual defects noted with the console, the flow sensor, the sensor box, or any of the connected cables. There was no patient injury, no adverse effects were experienced, and no medical intervention was required due to the reported alarms. Additionally, it was confirmed there was no patient blood loss. The sensor box from the console was expected to be returned for evaluation.